Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to close and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The clip was then pulled off the tissue, and the procedure was completed with another resolution clip. It was noted that abnormally high resistance was felt before the handle spool reached the end of the stroke. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to close and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The clip was then pulled off the tissue, and the procedure was completed with another resolution clip. It was noted that abnormally high resistance was felt before the handle spool reached the end of the stroke. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. No patient complications have been reported as a result of this event. Additional information received on january 4, 2023: it was clarified that the clip eventually was able to release from the catheter after the outer-sheath was removed. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h2: additional information: block a4 (patient weight), block b5 (describe event or problem), block h6 (impact codes) and h10 (additional MFR narrative) has been updated based on the additional information received on january 4, 2023. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.